Manufacturer narrative:
Due to characterization limit e1 event site name: (B)(6) hospital. Due to characterization limit e1 event site address: (B)(6). Due to characterization limit e1 event site telephone: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) emitted an alarm sound during charging and occasionally failed to automatically inflate while the device was in use. Inspection revealed that the motor drive pressure was too low, the k3 and k11 solenoid valves were malfunctioning, and the 9v battery on the alarm board was faulty. There was no patient involved. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields - b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that inspection revealed that the motor drive pressure was too low, the k3 and k11 solenoid valves were malfunctioning, and the 9v battery on the alarm board was faulty. There was electrical fault code # 14 present. The fse also mentioned the ¿iabp may require maintenance¿ message, which is often associated with a compressor malfunction or expiration. The customer refused repair. The device has not been approved for clinical use.

Event description:
N/a